Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs in the last 12 months. The customer reported issue was confirmed through the latch/lock test. The device does not show "latched" while the mechanism is engaged. The latch/lock flex sensor was replaced to resolve the issue and the device then showed "latched" when the mechanism is engaged. Further investigation identified that the downstream occlusion (dso) seal was separated from the chassis and was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that there was a cassette sensor error. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.